Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the lead was explanted and replaced with a new model. The issue is resolved.

Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's lead had high impedances. As a result, the patient will undergo surgical intervention.